Event description:
It was reported that the patient had an infection where the incision was the day after the surgery. The doctor looked at it and noted just to keep a bandage on it. Additional information received reported that that patient did not have an infection. Perioperative antibiotics were administered, the patient had swelling, but as there was no infection there was no culture done. It was noted that the patient "thought was infected but no evidence of infection on post-op visits."

Manufacturer narrative:
Product ID 3998, lot# v658240, implanted: (B)(6) 2011, product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension. (B)(4).